Event description:
The customer called and reported experiencing high blood glucose of 525 mg/dl. The customer changed out her sets and treated with the insulin pump and manual injection. Customer's symptoms included xerostomia, dehydration, and nausea. Customer's blood glucose at time of this report was 162 mg/dl, but had been 517 mg/dl that morning. Troubleshooting was performed. The drive support cap appeared normal and the reservoir and tubing looked fine. Customer could not perform high pressure test at time of initial call, and called back several hours to do so. High pressure test was performed and insulin pump alarmed no delivery, passing the test. It was advised to change entire set, reservoir and insulin and the insulin pump was performing as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.